Event description:
A report was received that infection was observed at the pt's incision site. The pt had just completed the trial and was about to be permanently implanted. The trial leads were explanted and the pt was reportedly doing fine after the procedure.